Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the failure occurred in system control. Fse found that the host pc had a problem and needed to be replaced, on the same day of the troubleshooting on the same system, the x-ray tube has been replaced. Philips analyzed the system log files and inspected the system onsite. Log file analysis did not identify any error and no reoccurrences have been reported on this system. The system was returned to use in good working order.

Event description:
It has been reported to philips that the system has a boot up problem. The device was in clinical use. Philips has started an investigation of the complaint.